Event description:
Baxter (B)(4) reported a bent spike was found when the patient opened the lid of the clean flash. The spike of the set had not been connected to anything. The set had been used for 30 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a gastric bypass procedure, the device was making a helicopter noise after they introduced a grasper down the trocar and when they removed the trocar, the noise continued (leak). Another device was used to complete the procedure. There was no adverse consequence to the patient.